Event description:
The mother reported via phone call that the customer had a blank display. The mother stated batteries did not work to retrieve the insulin pump's display. The customer's blood glucose was 245 mg/dl. The mother declined to troubleshoot and requested a replacement insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to flattened button dome switch. The insulin pump was monitored for several days and no blank display noted. The insulin pump has normal operating currents and no damage found on the lcd isolation tape noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.